Event description:
Pt was out with friends when he had a device alarm. Number 911 was called and his friends attempted to change out the batteries and controller. He lost consciousness and was apneic when ems arrived. He arrived to the ed in cardiac arrest and was resuscitated with return of spontaneous circulation, but was in deep coma. Eeg monitoring confirmed severe anoxic injury with worsening neurologic status. Based on his previously expressed wishes he was made comfort measures only and ctb. Intubated in the field by ems and supported with bag ventilation to et tube. Reference MFR # 2916596-2014-00708.